Manufacturer narrative:
The returned device was evaluated. The unit was able to power on using battery power; however, some led segments did not illuminate correctly and the unit was unable to engage in monitoring. Investigation revealed corrosion on the system board. The system board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that some leds are not working. There was no known impact or consequence to patient.